Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 1) 18. "Something" (mmol/l) and 9. "Something" (mmol/l) 2) 20.0 mmol/l and 6.0 mol/l no actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.